Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited high threshold and small p-wave measurements. This device was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.